Event description:
A customer reported that during a vitrectomy procedure, air entered into a patient's eye. Bubbles were noted in the irrigation line between the stopcock and the patient's eye. The stopcock and tubing were replaced, but the issue remained. Subsequently, the cassette was exchanged. The case was completed without harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).